Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer consumed apple juice to address the low bg. Reportedly, the customer believed the pump's basal settings were incorrect. Tandem technical support advised customer to consult with healthcare provider if the low bg reoccurs.